Event description:
Since approximately july of 1993, rptr has been in ever-increasing pain. Since 1993, rptr has been under treatment at a pain management clinic. Rptr has had three phenol blocks administered during this time. All were successful, but only for periods up to three months. Rptr has asked for a fourth, but only after the removal of the fixation device, will the doctor consider it. He has been on tylenol four since 1993, taking six per day. He now finds himself addicted to this drug. On 3/2/94, a myelogram was done at the request of a physician. Rptr had asked him to remove this device. He would not. In 1989 when the first device was implanted no doctor in rptr's city used it. The report on the myelogram of 3/2/94 stated: "mottled density of the l2 vertebral body of uncertain origin. I cannot exclude a slow neoplastic infiltration but suggest clinical correlation." This did not seem to bother the doctor, but it sure bothers rptr. On 1/1/94, he weighed 171 pounds. He presently weighs 148 pounds. It has nothing to do with his cll. Both his oncologist and pain management specialist have stated it is their belief that no relief from the pain and weight loss (sleep deprivation), will be had until this useless, (their words), device is removed. After all, back in 1993, the doctor stated that the device would remain, only long enough for the fusion to take hold. It has, and contrary to all beliefs, rptr is not steroid dependent. There is now, as in 1993 when he was sold a bill of goods, absolutely nothing wrong with his body's ability to fuse. Now he wants this removed post haste.